Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken grip cable at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the instrument's wrist. In addition, a frayed pitch cable was observed at the distal idler. No damage was found on the clevis. Failure analysis investigation also observed scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken and the frayed cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, a broken cable was observed on the mega suturecut needle driver instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing fell into the patient.